Manufacturer narrative:
Product ID 3708660, lot# nkn072899v; product type extension product ID 3389s-40, lot# va0j0kk, implanted: 2014 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# va0exrz, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the lead was placed on the day of the report and the #3 contact ¿may have suffered a little damage.¿ they also implanted the extension and implantable neurostimulator (ins) on the day of the report. It was hooked up and impedances were tested. The combination of 2 and 3 measured 35 ohms. No replacement of the ins or extension was done because, they were positive the short was on the lead. Later that day, it was reported that the doctor mentioned the stylet was much easier to remove than previous cases. Once the stylet was out of the lead, the lead coiled into an ¿s¿ shape. The doctor did not see it until the impedances were checked. The #3 contact on the lead, where the lead connected to the extension, appeared to be damaged. It was ¿pulled where the screw was not pulled all the way back,¿ that was the reporter¿s suspicion. The 0 and 1 combination measured where they wanted and the doctor planned on using that pair. Four days later, it was reported that the impedances did not resolve. The patient would be programmed using the 0 and 1 contacts. The cause of the issue was not determined and no interventions were taken or planned. The patient was doing fine and not had initial programming yet.